Event description:
Customer reported the system boots up with a collimator cal and filament cal needed message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files. System operates as intend.